Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the morning on (B)(6) 2025, the patient's spouse checked on the patient when she noticed that the patient was having convulsions (seizures) on the bed, sweating and unconscious. They took a blood glucose which was dropping really low. Before the paramedics were called: bg was 59 mg/dl and on cgm it was 178 mg/dl. The spouse treated the patient with baqsimi nasal powder (glucagon) prior to the arrival of the paramedics. When the paramedics came, they immediately treated the patient with IV glucose and took the patient's blood glucose (no value reported). The paramedics waited until the patient could talk and answer questions again and waited until he was stable. The paramedics took another bg reading which was already on 163 mg/dl and the cgm reading was stable. Paramedics left when the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values taken before the paramedics were called fall within the d zone of the parkes error grid. No additional patient or event information is available.